Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Several parts were replaced during on-site troubleshooting. The parts were returned for investigation. Two pressure transducer printed-circuit boards (pcb's) were found faultless. The expiratory channel's pcb had physical damage and could not be tested. The root cause for the physical damage has not been determined. The reported internal leakage sub-test failures was confirmed from the received device logs. The logs also showed a failure during the pressure transducer sub-test due to a 0v measured offset value for the inspiratory pressure transducer. The root cause for these failures could not be determined since the problems were not reproduced. The oxygen gas module, which regulates the inspiratory oxygen gas flow to the patient, was also returned for investigation. During tests in a reference ventilator, the oxygen gas module caused a flow transducer sub-test failure during the pre-use checks tests (puc) and an alarm for low oxygen concentration was generated during ventilation tests. Troubleshooting showed that this was caused by a faulty integrated-circuit (ic) on a pcb inside the oxygen gas module. The faulty ic is part of a pressure amplifier circuitry, and it's fault caused a lower oxygen gas flow delivery than intended. The cause for the ic failure has not been determined. When the ic was replaced, performed pre-use checks tests passed without deviation, and no alarms were generated during ventilation testing.

Event description:
(B)(4).